Event description:
It was reported that during implant of the right ventricular (rv) lead the physician believed there was a helix issue, as it took too many turns to expose the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the helix extends and retracts smoothly with no anomalies. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician noted the screw appeared to show at the end of the lead when the product was opened on the table.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.